Manufacturer narrative:
This lead was returned severed 98mm from the terminal pin. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead segment was performed. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this lead had acceptable impedance measurements when tested with the psa at implant. Following pocket closure, the impedance, when measured by the pacemaker, was greater than 2500 ohms. The pocket was reopened and the lead was removed and reinserted into the device header. The impedance remained higher than 2500 ohms. The high measurement was then repeated and confirmed with the psa. The lead was repositioned and the impedance measured 1300 ohms. The physician elected to use the lead in this position. The field representative indicated that the lead would be evaluated the following day, which resulted in acceptable measurements. Boston scientific technical services (ts) suspected the issue was due to poor placement. Additional information indicates that this lead was explanted 11 years later for an unspecified reason and returned. No adverse patient effects were reported.